Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a vertical line down the middle of the screen of the meter. Caller stated issue began about two months ago and is getting thicker. No adverse event reported. Requested return of the alleged meter for evaluation.